Event description:
Safestep needles that leak chemo. At this point there has been no pt injury but they are concerned about the leaks.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub of the returned safestep infusion set. A chr was not completed since the lot info was not provided by the complaint.